Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient's physician reported that the patient had a rash under the lifevest due to sweating and moisture. The patient's doctor reportedly advised the patient on how to treat the rash. Follow-up indicated that after the doctor's advice, the rash improved.